Event description:
The manufacturer received information alleging severe headaches, a bad taste in mouth (tongue) related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging severe headaches, a bad taste in mouth (tongue) related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer hooked up the device to a known good power supply and cord. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
Additional information was received on 03/10/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe headaches, a bad taste in mouth (tongue) related to a CPAP device's sound abatement foam. Additional information was received about alleged visualization of particle. There was no report of serious patient harm or injury.